Event description:
During a routine screening mammogram, the large compression paddle broke while compressing the patient's breast. The paddle cracked 1/2 way across the entire width of the panel. The patient was evaluated by a physician, there was no harm to the patient. There was no harm to the experienced radiology technician who was performing the test.the manufacturer replaced the device with a new one, the following day. They requested we send it back to them, which we will do shortly.